Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Subsequently, this crt-d was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.